Manufacturer narrative:
A review of the logs found that the gas board was unable to see the network; however, the gas flow was not interrupted despite the error. Testing of the actual device found no issues. This included over 100 reboots in similar environmental conditions. The unit passed preventive maintenance. The communication cables were replaced as a precautionary measure.

Event description:
Perfusionist reported that an unexpected shut down occured during a case. A back up was used to complete the case. We consider inability to control gas and pump management to be reportable, despite no harm to the patient involved.